Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. C81768-not valid,c5000e1-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical polyp and human papilloma virus test positive. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia, vaginal discharge and vaginal infection had resolved and the menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure:- (B)(6) 2014 & (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number reported c81768 and c5000e1 is not valid. Most recent follow-up information incorporated above includes: on 22-nov-2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. C81768, c5000e1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical polyp and (B)(6) test (B)(6). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia, vaginal discharge and vaginal infection had resolved and the menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2014 & (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs+mr received - lot numbers were added. Outcome of vaginal discharge, vaginal infection, dyspareunia updated to recovered / resolved. New reporters, height, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.